Event description:
On (B)(6) 2014, the distributer contacted animas and reported ink spots or cracks on the display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/18/2014 with the following findings: there were no visible ink spots found on the display screen. The reported ink spot on the display was not confirmed or duplicated during investigation. Unrelated to the complaint, the battery compartment was found to be cracked below the finger pad extending down to the primary seal. There was no evidence of moisture damage found in the battery compartment. There were no power loss issues found with the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.